Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported shaft detachment was able to be confirmed. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.

Event description:
It was reported that after withdrawing the 4.0x15 mm nc trek balloon from the hoop, during preparation, the protective sheath would not come off the balloon. Force was used which resulted in the distal end separating. A new device was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.